Event description:
I purchased the sanitary pads from the brand, the honey pot company, which are "cooling, herbal infusion formulated to ease period discomfort". These pads contain three essential oils that are very potent. I put one on for 10-15 minutes when an odd burning sensation began on the most sensitive part of my body. I removed the pad; however the burning sensation has persisted for hours after initial contact. No woman wants her vagina to feel like a mint bomb went off in it from a piece of cotton thats only purpose is to absorb blood.